Manufacturer narrative:
B3: event date is unknown e1: first name and last name of initial reporter is unknown. H3: product analysis: product ID: 9560101, lot num: 1579020, during the incoming inspection, image cloudiness was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, service and repair) regarding a de vice used for spinal therapy. It was reported that the image appeared cloudy/not clear. There were no patient symptoms reported. There were no further complications reported regarding the event. Event happened during intra-op and disc herniation was the pre-op diagnosis for this procedure for wipe with gauze.